Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/14/2014 with the following findings: investigation revealed that the audio bolus button missing/detached. The battery cap was also found to be damaged and stripped and therefore, was difficult to tighten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the audio bolus button was missing/detached. The battery cap was also found to be damaged and stripped and therefore, was difficult to tighten. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 11/14/2014.